Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, during analysis of the sample was found ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number 6437229, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture, rupture. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Concomitant products: mentor memorygel breast implant 550cc, catalog 3506501bc, serial number: (B)(4), lot: 7632954. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 550cc mentor memorygel breast implants, experienced left side capsular contracture baker grade iii and rupture post-operatively. As a result, the patient underwent bilateral removal and replacement with a 600cc and a 650cc mentor memorygel breast implants on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was (B)(6) 2019. The actual due date for the report was 6/13/2019. Manufacturer¿s reference number: (B)(4).